Event description:
It was reported the avenir hybrid extraction tool broke at the threads. No pieces were retained in the patient. No injury was reported and the procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 31-301852 arcos 3.5mm hex drive zb161202. Visual examination of the provided picture identified the threaded tip broke off the device. The device is covered in biodebris. No further evaluation can be made from the provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.